Manufacturer narrative:
H6: code 213 - a review of the manufacturing records for the device verified that the lot met all pre-release specifications.

Manufacturer narrative:
Results pending completion of manufacturing evaluation. It should be noted the gore® dryseal flex introducer sheath instructions for use states "adequate vessel access is required to introduce the sheath into the vasculature. Careful evaluation of vessel size, anatomy, tortuosity, and disease state (including calcification, plaque, and thrombus) is required to ensure successful sheath introduction and subsequent withdrawal. If vessel is not adequate for access, major bleeding, vessel damage, or serious injury to the patient, including death, may result."

Event description:
On (B)(6) 2020, the patient underwent endovascular treatment of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses, and a gore® dryseal flex introducer sheath as an accessory in the procedure. After all stent grafts were successfully implanted, procedural imaging reportedly identified a dissection in the left external iliac artery. The physician later commented that the patient's vasculature was tortuous, and may have contributed to difficulty in advancing the dryseal sheath, leading to the dissection. A bare metal stent was implanted to treat the dissection, and the procedure was completed without any further reported complications. The patient tolerated the procedure.